Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The manufacture date is unknown; however, the device is estimated to be manufactured before 2004. Since the device is estimated more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon "change of inspection date" and the phenomenon "lamp does not turn on" occurred due to the thermal fuse had break and the power could not be supplied to the lamp. However, the cause of break of the thermal fuse could not be identified. A specific root cause of the phenomenon's could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issue: there was a blown thermal fuse causing the lamp issue. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the halogen light source had the lamp not come on when the power did. The issue occurred during preparation for use and the procedure that was done was delayed by a day. There were no reports of patient harm.